Manufacturer narrative:
Further information requested but not available. Therapy and event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-04381. It was reported that the ipg will be replaced due to unknown reason and no other information available. The patient has 2 scs systems.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.